Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pieces of it (tampon) must have come apart inside me- vagina [foreign body in reproductive tract]. Rotten egg odor vagina [vaginal odour]. Pieces of it must have come apart inside me- tampax pearl [device breakage]. Case narrative: consumer reported via phone that the tampon pieces must have come apart inside of her. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Pieces of it (tampon) must have come apart inside me- vagina [foreign body in reproductive tract]. Rotten egg odor vagina [vaginal odour]. Pieces of it must have come apart inside me- tampax pearl [device breakage]. Case narrative: consumer reported via phone that the tampon pieces must have come apart inside of her. No serious injury was reported.